Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the malalignment was confirmed. The clinical/medical investigation concluded that, the excessive varus malposition of the tibial component resulted in overall varus malalignment of the entire leg which led to increased forces and shear through the medial side of the polyethylene. The findings of metallosis were due to wear and grooving of the oxidized zirconium femoral component against the titanium baseplate. The reported events are not associated with a malperformance of the implant or implant failure. The article notes the patient¿s recovery was uneventful and she has obtained significant improvement in alignment, stability, pain relief, and function nearly two years post revision. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device, user/procedural variance, damaged product, implant corrosion or wear. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that on literature review ¿arthoplasty today 2021 - the oxinium arthrogram: a sign of oxidized zirconium implant failure¿, one adverse event was reported due to malalignment of the tibial component led to varus and excesive wear of the tibial poly insert and metal debris (black synovial fluids) while using unkn legion total knee prim tib baseplate.